Event description:
It was reported as a general comment that during the use of xience proa devices, the stents got stuck in the guide. As it was reported via a general comment, the method used to complete the procedure was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Possible factors that may contribute to the difficult advancing and removing the xience pro s device from the guide wire include, but are not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided.